Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. Device communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did hear the difference between the audio volumes 1 and 5, however, the customer reported no audible alarms when volume setting was set at 5 and a faint beep when set at volume 1. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was between 80 mg/dl and 160 mg/dl. The device will be returned for analysis.